Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 630 mg/dl. The customer's father stated that the insulin pump had alarmed motor error. Troubleshooting was performed, and the programming on the insulin pump was correct. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.